Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The procedure treated the 80% stenosed target lesion located in the tortuous and severely calcified right coronary artery. A 2.5x16mm promus element plus stent was advanced for treatment but could not be advanced to the target lesion. During removal, it was thought that the stent hit the guide catheter and the stent moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).